Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges crystal like debris, white in color, in the water chamber. Patient also alleges sore/dry throat, sinus issues, enlarged aorta, marfans disease, and breast and thyroid cancer. Medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging crystal like debris, white in color, in the water chamber. The patient also alleged having sore/dry throat, sinus issues, enlarged aorta, marfans disease, and breast and thyroid cancer related to a CPAP device's sound abatement foam. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
In the first follow-up report section h10 was incorrect, correct one should be as below : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a crystal like debris, white in color, in the water chamber. The patient also alleged having sore/dry throat, sinus issues, enlarged aorta, marfans disease, and breast and thyroid cancer related to a CPAP device's sound abatement foam. Medical intervention was not specified. The reported event of sore/dry throat, sinus issues, enlarged aorta, marfans disease, and breast and thyroid cancer and its reported severity was reviewed by the manufacture's clinical expert. The nasal/throat irritation or soreness are assessed as non-serious injuries and the reported breast and thyroid cancer, enlarged aorta and marfan's disease are serious injuries but not related to the device. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.